Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the trigger being sticky, identified during service and evaluation were confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. UDI: (B)(4).

Event description:
It was reported by germany that during service and evaluation, it was determined that the recon sagittal saw device was sticky, and the battery device would not hold/secure. It was further observed that the device had a leak tightness test failure, component damage, would not run, and a seized bearing. It was further determined that the device failed pretest for leakage test using bubble emission technique, check coupling screw of saw blade coupling, check saw blade coupling, check for sticky trigger, check roundness of housing, check falling out protection (steel ring), check fitting of the lid and check oscillation frequency with frequency meter. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.